Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.